Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital with intermittent chest pain, weakness, and accelerated heart rate. Upon device interrogation, it was noted the patient was experiencing an af rhythm but the device was not mode switching because some atrial events were intermittently blanked due to post-ventricular atrial blanking period (pvab). The pvab was reduced and the device properly detected atrial activity and mode switching, relieving the patient's symptoms. Programming changes were made. The patient will continue to be monitored.